Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to right atrial (ra) lead loss of capture (loc). In addition, this ra lead exhibited high out-of-range ra pace impedance measurements greater than 3,000 ohms since an alert was triggered in december 2022. The previous clinic check was uncertain about ra threshold measurements and chest x-rays were inconclusive at that time. Review of stored atrial tachy response (atr) episodes revealed noise with oversensing since the out of range impedance alert was triggered in december. A large discrepancy in histograms and pacing percentages was observed, however this was likely attributed to ra oversensing and/or loc. Technical services (ts) discussed possible ra lead fracture and further evaluation in clinic was recommended. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.